Event description:
It was reported that the device had failed in lighthouse led. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c0201 annex d: d02 annex a: a090206 annex g: g05005 additional information: annex a: a0401 annex c: c20 annex d: d15 annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of lighthouse led yellow failure was confirmed. On 13-january-2025, lvp was received unboxed and with paperwork. Running asm simultaneous display test revealed standby led not working. Defective material from supplier. Missing d2 led on display board. Recommend bd san diego repair center replace display board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in lighthouse led. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of lighthouse led yellow failure was confirmed. On 13-january-2025, lvp was received unboxed and with paperwork. Running asm simultaneous display test revealed standby led not working. Defective material from supplier. Missing d2 led on display board. Recommend bd san diego repair center replace display board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.